Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of the device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instruction for use.

Event description:
It was reported that the patient underwent a lithotripsy procedure to treat a patient urinary calculus located in the ureteral. After the initial procedure, and before being discharged, the patient experienced an infection and sepsis. The treatment administered to the patient was not reported; however, the patient complications were reported to have resolved. The clinical assessment of the relationship between the patient symptoms of infection/sepsis and device was assessed as not related.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a lithotripsy procedure to treat a patient urinary calculus located in the ureteral. After the initial procedure, and before being discharged, the patient experienced an infection and sepsis. The treatment administered to the patient was not reported; however, the patient complications were reported to have resolved. The clinical assessment of the relationship between the patient symptoms of infection/sepsis and device was assessed as not related.